Manufacturer narrative:
The device was not returned to zoll medical corporation. The customer indicated the issue was resolved, and the device will not be returning to zoll. This claim is closed as no sample was returned.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72", "defib and pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.